Event description:
It was reported that there may be a possible problem with the right ventricular (rv) lead coil and high threshold on the left ventricular (lv) lead. During a device changeout procedure the analyzer and device obtained different capture thresholds for the lv lead. The nurse also stated that testing was done on the rv coil. The nurse did not elaborate on the potential product problem nor did they give the patient's name or the device serial number. Multiple attempts at follow up proved unsuccessful. The current status of either lead is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that there may be a possible problem with the right ventricular (rv) lead coil. During a device change out procedure the analyzer and device obtained different capture thresholds for the rv coil. The nurse did not elaborate on the potential product problem nor did they give the patient's name or the device serial number. Multiple attempts at follow up proved unsuccessful. The current status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Limited information was received from the initial reporter and follow up attempts were unsuccessful in contacting them to obtain any additional information. Without a serial number no manufacturing date, use before date, or implant dates are available.

Manufacturer narrative:
Concomitant products: product ID mdt-lead, implantable tachy lead. (B)(4).